Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during pre-surgery set-up for an unspecified joint surgical procedure, it was observed that the battery reamer/drill handpiece device would not start. According to the report, the event occurred before used on a patient when the battery was put in and the device was tested. There was a minimal delay in the surgical procedure and an identical spare device was used to proceed with the surgery. There was patient involvement; however, the patient was fine post-surgery. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was not returned for evaluation. Since the service record was requested and received, the investigation was performed based on the documents available. It was determined that the control unit was not functioning and defective. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to cleaning and maintenance improperly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.